Event description:
Bayer case number: (B)(4) despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray [device breakage] , recurrent insomnia [insomnia] , dizziness [dizziness] , repeated headaches although I was not prone to migraines [headache recurrent] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion intervention required), insomnia ("recurrent insomnia"), dizziness ("dizziness") and headache ("repeated headaches although I was not prone to migraines"). The patient was treated with melatonin (melatonin, passiflora spp., pyridoxine hydrochloride, withania somnifera) as well as surgery (to remove essure). On (B)(6) 2018, dizziness and headache had resolved. At the time of the report, the insomnia had not resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to insomnia, dizziness, headache or device breakage. The reporter commented: patient¿s current status: the headaches and dizziness have disappeared since the removal of the essure but the sleep disorders persist: difficulties falling asleep and wakefulness requiring sleeping pills and recourse to other means such as acupuncture and courses of treatment with melatonin. Actions taken to treat the patient in the healthcare facility: comments despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray (B)(6) 2013. Discrepancy noted in x-ray performed day (2013) and essure removal date (2018). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [X-ray] (date unknown): despite removal of the essures, 2 debris appear on the post-operative follow-up. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray [device breakage]. Recurrent insomnia [insomnia]. Dizziness [dizziness]. Repeated headaches although I was not prone to migraines [headache recurrent]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-jun-2025. The most recent information was received on 26-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), insomnia ("recurrent insomnia"), dizziness ("dizziness") and headache ("repeated headaches although I was not prone to migraines"). The patient was treated with melatonin (melatonin, passiflora spp., pyridoxine hydrochloride, withania somnifera) as well as surgery (to remove essure). On (B)(6) 2018, dizziness and headache had resolved. Essure was removed on (B)(6) 2018. At the time of the report, the insomnia had not resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to insomnia, dizziness, headache or device breakage. The reporter commented: patient¿s current status: the headaches and dizziness have disappeared since the removal of the essure but the sleep disorders persist: difficulties falling asleep and wakefulness requiring sleeping pills and recourse to other means such as acupuncture and courses of treatment with melatonin. Actions taken to treat the patient in the healthcare facility: comments despite removal of the essures, 2 debris appear on the post-operative follow-up x-ray on (B)(6) 2013. Discrepancy noted in x-ray performed day (2013) and essure removal date (2018). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [X-ray] (date unknown): despite removal of the essures, 2 debris appear on the post-operative follow-up. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.